Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 04:00pm she obtained a result of 129m/dl on the subject meter which she felt was inaccurately high in comparison to a result of 50mg/dl obtained on another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported that she felt the reading of 129mg/dl obtained on the subject meter was inaccurately high in comparison to her feelings or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient could not specify what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that prior to obtaining the result of 129mg/dl on the subject meter she had developed symptoms of lght-headed, dizzy and sweating and at 04:00pm on (B)(6) 2017 she self-treated with glucose tabs or gel. During troubleshooting, the cca noted that the meter was set to the correct unit of measure however the test strips had expired. This complaint is being reported because the patient allegedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event. Although the patient had become symptomatic prior to the results, it cannot be confirmed that the meter was reading accurately prior to the symptoms and therefore may have caused or contributed to the event.